Event description:
(B)(4). Extreme fatigue, shortness of breath, leg cramps, blood pustules on legs, diagnosed in (B)(6) with severe anemia. With continued treatment, blood counts will not stay up even though no bleeding is occuring.